Manufacturer narrative:
On 5/7/2020, mentor became aware that the previous submission did not include the manufacturing record evaluation (mre) statement. Correct manufacturing and expiration dates were included. The mre statement is as follows: "a manufacturing record evaluation (mre) was performed for lot number 6906734, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures." This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00424932. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, mentor became aware that patient encountered bilateral issue. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed two (2) creases in the posterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, bilateral breast cyst manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00424932. It was reported that a (B)(6) female patient who underwent primary breast augmentation with 535cc mentor memorygel breast implant (date of implant (B)(6) 2015) developed capsular contracture associated with right breast implant baker grade IV. It was also reported the patient developed bilateral breast cysts (confirmed by mammogram, (B)(6) 2018). As a result, the patient underwent right breast implant removal and replacement with catalog#: 3505535bc; s/n: (B)(4) on (B)(6) 2019. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the patient¿s right-sided device.